Event description:
Event description guidant received information that during the implant of this implantable cardioverter defibrillator (ICD) the fault code "shorted lead condition" was displayed. This chronic epicardial defibrillation lead was tested with the old device, psa, and with new device prior to delivering a defibrillation threshold (dft) shock. At that time, all pacing and shock lead measurments were consistent. A short was not detectable through low voltage testing through the psa. Once the high energy shock was delivered for dft testing, the fault code was displayed. A guidant technical services representative recommended that the whole system be replaced. The epicardial defibrillation lead was then surgically abandoned and a new guidant implantable cardioverter defibrillator (ICD) was successfully implanted.